Manufacturer narrative:
Corrected data, initial report: conclusion code inadvertently listed incorrectly.

Event description:
Patient's generator and lead were explanted, and returned for analysis. No anomalies were seen on the lead analysis. Generator analysis indicated that the generator performed according to device specifications. Data dump for the generator was reviewed and noted high lead impedance. The lead impedance value from day of explant has not been received to date. No other relevant information has been received to date.